Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging seal of the product. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of blister pack not sealed was confirmed. The seal transfer indicates that the package was sealed at some point. The amount of seal transfer indicates that there was likely to have been a good seal in place at time of manufacture. No definitive root cause can be determined in this case.

Event description:
It was reported that there was a potential sterility breach on the packaging seal of the product. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.